Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: during set up for a case, when staff powered on the generator, there was nothing on the screen. Biomed tested the generator afterwards and confirmed the issue. At first, the screen displayed normally, but would then disappear. Investigation conclusion: the reported issue was confirmed. The generator was powered on and the screen failed to display. C189 (on the rf circuit board) started smoking as soon as unit activated power. Unit was manually shut down immediately to avoid further damage. Due to electrical safety issues, no functional testing was conducted pre-repair. After replacement of the rf circuit board, the generator passed all functional testing post-repair and there was no issue with the function of the lcd display. Minor cosmetic damage to the bezel was also observed, but without a functional impact. Replacing the bezel returns the unit to acceptable cosmetic standards. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis: the generator was powered on and the screen failed to display. C189 (on the rf circuit board) started smoking as soon as unit activated power. Unit was manually shut down immediately to avoid further damage. There was no patient involvement; therefore, patient information is not applicable.